Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during an emergent laparoscopic bowel resection procedure. The device jammed and would not toggle. The device was remove from the field and replaced with another device, which functioned properly .

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Device had a broken needle loaded in device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the improper loaded needle may occur if either the dlu or the suturing device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side the loading slots of the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of misuse of product that has a relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the device was difficult to load and difficult to unload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.